Manufacturer narrative:
Siemens filed the initial MDR 2517506-2021-00136 on 03-jun-2021. Additional information (09-jun-2021): quality controls (qc) recovered in range at the time of the event. A siemens customer service engineer (cse) replaced the sample probe level sense pcb and the level sensing cable on the affected dimension exl 200 instrument. The instrument was returned to normal operation after replacing these parts. No other issues have been reported by the customer since the service visit. The cause of the event was the defective sample probe level sense pcb and level sensing cable. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The customer was experiencing level sense errors on the dimension exl 200 instrument at the time of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced the sample probe level sense pcb. The cse performed probe alignments and a level sense test. Quality controls (qc) were processed and recovered in range. Siemens is investigating the issue.

Event description:
A discordant, falsely low loci thyroid stimulating hormone (tshl) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The same sample was repeated for tshl on the same instrument, recovering higher. The higher result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant tshl result.